Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and observed the reported alarm in the log journal, but was unable to reproduce the reported alarm. The fse performed all the manifold leak test, and the iabp passed all the test within specifications. The fse also performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) had multiple "gas loss in iab circuit" alarms. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported alarms. The fse performed all the manifold leak test, and the iabp passed all the test within specifications. The fse also performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) had multiple "gas loss in iab circuit" alarms. No adverse event was reported.